Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump housing split into two pieces while in use, though blood glucose remained stable and unaffected. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention, hospitalization, or change in therapy. Investigation included troubleshooting with the user and verification of device information. Investigation of the returned device revealed a mechanical enclosure failure of the pump housing consistent with a hardware integrity issue affecting the exterior component. It was concluded, based on previously established findings for similar reports, that the cause was a product mechanical issue related to the device housing.